Event description:
Physician was attempting to use an admiral xtreme otw pta balloon catheter. During the procedure the balloon ruptured when inflated to 12atm. No adverse event/clinical consequences as a result of the balloon rupture.

Manufacturer narrative:
Evaluation results: (root cause undetermined). No results available since no evaluation performed (device or procedural images not provided for review). Device not returned. Evaluation conclusion: unable to confirm complaint (device or procedural images not provided for review). (Root cause undetermined). (B)(4).

Manufacturer narrative:
Related to operational context - use of the device in a lesion with critical ischemia.

Event description:
Evaluation summary: the device was returned with its original packaging. Clotted blood was evident along the shaft, inside the balloon surface and inside the hub. It was not possible to clean the device as the clotted blood obstructed the inflation lumen, preventing the possibility to flush the inner lumen or inflate the balloon. No damages were present along the shaft or at the tip. The balloon appears unfolded; a small balloon rupture at around 30mm from the proximal balloon shoulder (transition between the cylindrical portion and the distal cone) was evident. The pinhole with the balloon not inflated measured approximately 0.5mm.